Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urinalysis transfer straw kit there was a missing component.the following information was provided by the initial reporter. The customer stated: "the urine needle is missing safety shield."

Manufacturer narrative:
H.10 correction : the initial MDR was a duplicate of MFR report #: 1917413-2022-00444 and is therefore over-reported.

Event description:
It was reported when using the bd vacutainer® urinalysis transfer straw kit there was a missing component. The following information was provided by the initial reporter. The customer stated: "the urine needle is missing safety shield."